Manufacturer narrative:
UDI#: (B)(4).

Event description:
On or about (B)(6) 2014, a (B)(6) year old, female patient was undergoing removal of cardiac leads. The patient had three leads. The first two leads were removed without problems. During the course of removal of the third lead, it was not coming out of the heart. The physician believes that when going down with the evolution rl, in the coronary sinus, there may have been a tear occur in the coronary sinus. They utilized a pericardial window and stabilized the patient. The patient was then transferred to the open heart room and her blood was normal. According to the information provided after the procedure on (B)(6) 2014, the patient was stable.